Event description:
The customer received questionable carbohydrate antigen (B)(4) ((B)(4)) results for two samples from one patient. Of the data provided, only the results for one sample were discrepant. The initial result was 50.3 u/ml and was reported outside the laboratory. The sample was repeated on (B)(6) 2014 and the result was 44.64 u/ml. On (B)(6) 2014, the sample was tested on an abbott architect analyzer and the result was 85.6 u/ml. The patient was not adversely affected. The (B)(4) reagent lot number and expiration date were requested, but were not provided. The investigation determined a possible reason for the difference in the results could be the use of different (B)(4) antibodies in the different assays. Different antibodies presumably recognize different parts of the molecule.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Antigen heterogeneity or heterophilic molecules may account for the difference between the two methodologies. The root cause of the differences between two sample drawings from the patient could not be identified. Based on the provided calibration and qc data, there was no indication of a general system or reagent issue.

Manufacturer narrative:
This event occurred in (B)(6).